Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted quickly and an empty cartridge alarm occurred although insulin remained in the cartridge. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.